Event description:
It was reported that froze on wire occurred. The 90% stenosed target lesion was located on the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the device got stuck to a non bsc guidewire. The devices were removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that froze on wire occurred. The 90% stenosed target lesion was located on the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the device got stuck to a non bsc guidewire. The devices were removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. There is blood present in the guidewire lumen and the balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. The test guide wire was advanced into the guide wire lumen and was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon stuck on guidewire.